Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause of the reported incomplete coaptation/single leaflet device attachment (slda) could not be determined. The cause of reported mitral regurgitation was due to the slda. The reported patient effect of mr as listed in the mitraclip system instructions for use is known possible complication associated with mitraclip procedures. The cause of the reported poor image resolution was due to challenging anatomy. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The mitraclip remains implanted and the device will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
This report is being filed due to a single leaflet device attachment. It was reported that on (B)(6) 2021, the patient presented with degenerative mitral regurgitation (mr) grade 4 and with a large posterior prolapse. Reportedly, there was difficulty with visualization due to anatomy. One mitraclip was successfully implanted. Following implantation, the mitraclip detached from the anterior leaflet, while remaining attached to the posterior leaflet, a single leaflet device attachment (slda). As treatment for the slda, another mitraclip was attempted, however, the clip was unable to obtain a successfully grasp. It was decided to abort the procedure. The 2nd clip delivery system, with the undeployed clip, was removed without issues. No other clip was attempted, and the mr remained grade 4. There was no adverse patient sequelae, no tissue injury observed, and there was no clinically significant delay. No additional information was provided regarding this issue.